Manufacturer narrative:
The subject device not returned.

Event description:
It was reported that during the procedure, the subject guidewire encountered resistance inside the microcatheter shaft. The subject guidewire distal end was fractured when pulled out of the patient¿s anatomy. The procedure was completed successfully. There were no clinical consequences to the patient reported as a result of this event.

Event description:
It was reported that during the procedure, the subject guidewire encountered resistance inside the microcatheter shaft. The subject guidewire distal end was fractured when pulled out of the patient¿s anatomy. The procedure was completed successfully. There were no clinical consequences to the patient reported as a result of this event.

Manufacturer narrative:
H4 manufacturing date ¿ added. D4 expiration date - added. There are controls in the manufacturing process to ensure the product met specifications upon release. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that there was no damage noted to the packaging and there were no anomalies noted to the guidewire prior to use. The device was prepared as per the dfu. Continuous flush was maintained throughout the procedure and the patient¿s anatomy was moderately tortuous. The guidewire tip was shaped 90+ degree. There was no resistance encountered when removing the guidewire from the dispenser hoop. A marksman microcatheter was used during the procedure and was used to complete the procedure. When resistance was felt, the distal tip of the guidewire was located inside the microcatheter lumen. The broken section of the guidewire was removed from the patient¿s anatomy. The patient was not affected as a result of this event. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned for the reported ¿guidewire difficult to advance¿ and ¿guidewire distal tip broken/fractured during use¿.